Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient was to have an MRI and the patient's stimulator had not been working for two years as of (B)(6) 2016. It was noted that stimulation was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.